Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "on (B)(6) 2021, after the processor was installed, the lamp was found to be faulty, as the lamp made a cracking noise when it was turned on. Removing and re-installing the lamp did not solve the problem. Another lamp was installed, and the issue was resolved" involving pentax model epk-i5000/serial (B)(4). The event was reported to have occurred prior to use. No further information was provided at the time of the report. The device was returned to pentax and is under inspection.

Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is not distributed in the USA, therefore 510k is not applicable.